Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
Related manufacturer reference number: 2017865-2023-11587. It was reported that during a generator change procedure, insulation and conductor damage to the right ventricular (rv) and right atrial (ra) pacing leads were observed. All electrical parameters were normal during the interrogation before the procedure. Both leads were extracted, and new rv and ra leads were implanted. There were no adverse health consequences, the patient was stable.